Event description:
Consumer stated the plastic part is breaking off, where it's designed to bend. He bends it and it breaks while he using it, only on one side. He said the flossers would break not usually on the first time he bent them but they would eventually break.